Event description:
As reported by our colleagues in europe "starting operation , there was not enough pressure in the balloon 260 mm/qwick. The volume injected first 25 ml of h2o and then in a few steps till 32 ml. But the pressure still stayed the same. After one minute no pressure anymore. So they take out the intraclude (icf100, intraclude aortic occlusion device) and then they have seen that there was a rupture in the balloon. They prepared the balloon before the operation and there were no problems. Balloon was in good condition, nothing seems to be broken."

Manufacturer narrative:
As reported by our colleagues in europe, starting operation there was not enough pressure in the balloon 260 mm/qwick, the volume injected first 25 ml of h2o and than in a few steps till 32 ml. But the pressure still stay the same. After one minute no pressure anymore. So they take out the intraclude and then they have seen that there was a rupture in the balloon. The prepared the balloon before the operation and there were no problems. Balloon was in a good condition, nothing seems to be brooked. The team changed the balloon. There were no condition of the patient that could contribute to the rupture. The patient is fine. Aorta size 32mm, the balloon was first occlusive and after a few minutes they noted the rupture. Evaluation: the returned device was evaluated and a pinhole was found in the balloon. The complaint that the balloon lost occlusion due to leakage was confirmed. The root cause of this complaint is unable to be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
Device evaluation is currently underway into root cause.